Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of downstream occlusion was not reproduced. A review of the event history log revealed multiple occurrences of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor calibration values out of range. The force sensor requires no tube and scale factor calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.